Event description:
Physician was utilizing bicap machine during an emergency egd to assist with evacuation of clots. Equipment malfunctioned and was not able to be used. It appeared that the area where the tubing connects to the side of the machine is broken. Tubing will not stay connected to allow for irrigation.